Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer and a request has been made; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter healthcare that the reservoir of one (1) ce infusor lv5 device had ruptured during the end of patient therapy/infusion. According to the report, the patient, was receiving 230ml of 5-fluorouracil (concentration: 15.31mg/75.02ml and 154.98ml dextrose 5%). There is no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. The root cause was not determined at this time. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.